Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 99% stenosed target lesion located in the severely calcified and moderately tortuous mid right coronary artery. After pre-dilation with an unspecified nc balloon, a 3.0x8.0mm promus element stent was advanced for treatment but could not cross the lesion. The device was removed and it was noted that a stent strut was lifted up. The procedure was completed with another device. No patient complications occurred and the patient status is good.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).